Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's daughter reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was in the 400 to 500 mg/dl. Customer's daughter declined to troubleshoot for high blood glucose levels. Customer's daughter believed the device did not deliver insulin properly. Customer's daughter advised the basal rates were changed at night and they believed that resulted in high blood glucose levels. Customer's daughter declined to troubleshoot and disconnected the line.